Event description:
It was reported that the lifting tab on the inner blister lid became detached and therefore it was not possible to transfer the inner blister containing the implant into the sterile field. Another implant was opened for use. There was no patient consequence. There was no surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿the lifting tab on the inner blister lid became detached and therefore they couldn¿t transfer the inner blister containing the implant into the sterile field¿. Product description:- attune cr fem rt sz 7 cem. Product code:- 150400207. Lot no:- 4506339. Quantity of manufactured:- (B)(4). Date of manufacturing:- 06-jul-2024. Expiry date:- 30-jun-2034. IFU reference:- 090200828. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> product description:- attune cr fem rt sz 7 cem. Product code:- 150400207. Lot no:- 4506339. Quantity of manufactured:- (B)(4). Date of manufacturing:- 06-jul-2024. Expiry date:- 30-jun-2034. IFU reference:- 090200828. Device history review ==> a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Corrected: h4.